Event description:
The hospital reported that duirng preparation for a coronary artery bypass graft surgery, the heartstring seal unraveled at the distal end while loading into the delivery tube. The surgeon used replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.